Event description:
Healthcare professional reported xen®45 gts was implanted in the unknown eye. Six years later, a pressure rise occurred. A revision needling performed with mmc. Subconjunctival tip of the xen was severed off to remove blockage of the xen at the distal end. However, this did not improve the intraocular pressure (iop). The patient rubbed the eye after this, and the remaining part of the stent was dislodged into the anterior chamber. Two months later, xen in the anterior chamber was explanted and replaced with a new xen. Post -op iop was deemed to be good, and bleb was formed. Symptom resolved.

Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.